Event description:
An endovascular stent was successfully deployed in an unstable section of the left main bronchus in an attempt to prevent symptomatic airway collapse. Substantial clinical improvement was noted for 24 hrs following the stenting procedure. Mucus retention, dyspnea and cough subsequently occurred and the pt was hospitalized two weeks later for severe dyspnea, cough, and purulent and viscous sputum. A bronchoscopy revealed obstruction of the left purulent secretions. The stent was explanted. Another MFR's stent was then primary at the distal portion. There were no add'l clinical sequelae reported relative to the event.